Event description:
Tubing connection fell apart at the pt IV end. This tubing was hooked into a dialysis lumen of maharkar catheter. The pt lost approx. 200 mls of blood due to disconnection, before being discovered due to dialysis machine alarming.